Manufacturer narrative:
On 23-jul-2020, mentor failure analysis lab completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation of the device, a tear was observed at the union between the shell and patch. The product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and breast pain complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-jul-2020, after secondary review of the file, mentor became aware that the suspect medical device was not a re-implanted device, and device serial number was provided. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received an update on the events submitted in the initial report. The patient's explantation procedure was performed on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received a device for evaluation that did not match the reported complaint device. It was confirmed that the received device was the actual complaint device. This supplemental report has been updated with the proper device information. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a 325cc mentor memorygel breast implant. The right-sided implant is a re-implanted device, and those event details are available in manufacturer report number 1645337-2019-21443. On (B)(6) 2019, an ultrasound and mammogram was performed as the patient experienced right-sided breast pain. The scans confirmed that there was a possible rupture of the right-sided device. As a result, the patient underwent bilateral explantation on (B)(6) 2019.